Manufacturer narrative:
Correction was applied to the following fields: f10: device codes. Additional information was added to the following fields: f10: device codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that while attempting to position this lead in a left bundle branch (lbb) position there were sensing issues observed. Subsequently, high capture thresholds and loss of capture (loc) were noted and resulted in the physician removing this lead. While attempting to remove the lead the helix wound up breaking. The helix is still in the patient. A new lead was placed in a different position. This product has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to position the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases. Correction was applied to the following fields: f10: device codes. Additional information was added to the following fields: f10: device codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that while attempting to position this lead in a left bundle branch (lbb) position there were sensing issues observed. Subsequently, high capture thresholds and loss of capture (loc) were noted and resulted in the physician removing this lead. While attempting to remove the lead the helix wound up breaking. The helix is still in the patient. A new lead was placed in a different position. This product has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: f10: device codes if pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that while attempting to position this lead in a left bundle branch (lbb) position there were sensing issues observed. Subsequently, high capture thresholds and loss of capture (loc) were noted and resulted in the physician removing this lead. While attempting to remove the lead the helix wound up breaking. The helix is still in the patient. A new lead was placed in a different position. This product has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that while attempting to position this lead in a left bundle branch (lbb) position there were sensing issues observed. Subsequently, high capture thresholds and loss of capture (loc) were noted and resulted in the physician removing this lead. While attempting to remove the lead the helix wound up breaking. The helix is still in the patient. A new lead was placed in a different position. This product has not been returned. No additional adverse patient effects were reported.